Event description:
Patient was implanted with two matrix rib im splints and two screws in (B)(6) 2012. Patient returned to the surgeon on unknown date complaining that the splints were protruding through the skin. The surgeon returned the patient to the or on (B)(6) 2012 for removal of hardware. Patient was not revised with any additional hardware as healing was reportedly achieved. The patient was reportedly recovering well. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.